Manufacturer narrative:
Additional information: a review of the related device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are six additional complaints associated with the lot for the reported issue. Three opened trocars were received for evaluation. The returned samples were visually inspected. One sample was found non-conforming with an opened valve and two samples were found conforming. One of the conforming samples was lost during inspection. The other two trocars were then functionally tested for leaking and were found conforming. The visual examination of the returned samples identified an open valve condition. The exact root cause for this complaint is unknown. An investigation has been opened in order to determine the root cause for this valve condition. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical engineer intern reported that the trocars leaked during a right eye vitreoretinal procedure. The trocars were replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.